Event description:
The manufacturer was contacted by a user of a ds2adv auto CPAP w/humid cell/bt device with complaints of black pieces in the tubing of the device. The patient alleges having "sneezing fits." No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.